Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation summary: the complaint device was received and evaluated. The screw is broken and cracked at the distal tip, confirming this complaint. Possible causes for this failure is off axis insertion, excessive force on insertion, or over insertion. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with 2 unrelated nc's and one unrelated ot. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the distal tip of his 8 x 23 mm milagro advance screw broke upon insertion into the bone hole during an acl procedure. The surgeon removed all broken pieces of the screw and used another screw the same size in the same bone hole to complete the procedure with no patient consequences or delays. The sales rep was present and stated it was average bone quality. The device is coming back for evaluation. No further details were available.